Event description:
On (B)(6) 2011, the patient's wife reported, the patient was experiencing elevated blood glucose of 380 mg/dl to over 400 mg/dl despite changing the infusion accessories. His normal blood glucose range is 90-140 mg/dl. Symptoms of elevated blood glucose are anger, frequent urination, and thirst. The patient either bolused through the infusion device or injected insulin via syringe to lower his blood glucose. The patient had decreased exercise and was recently diagnosed with hypothyroidism and began taking vitamin d and thyroid medication. At the time of the report, the patient had switched to his backup infusion device. The infusion device displayed e6 (mechanical) error recently. Further troubleshooting did not reveal any product issues. A request for additional training was submitted. Upon follow up with the trainer, the patient reported, his blood glucose lowered after connecting to the backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.